Event description:
It was reported that during an upgrade of the device due to end of expected battery life, the rv lead was surgically capped and replaced due to failure to capture and low impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).